Event description:
Healthcare professional reported via nbir suspected/actual rupture/deflation. This record is for left side. The device was explanted.

Manufacturer narrative:
Reason for reoperation: "suspected/actual rupture/deflation". No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.